Event description:
It was reported to philips that the system's shutters were not working, which can impact imaging. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system's shutters were not working. Philips confirmed that no service was needed, and the service request sent for philips evaluation and repair service was cancelled by the customer. As the service request was cancelled, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.